Event description:
Healthcare professional, later reported, "preventative replacement" and "biocell anxiety". No reportable events remain in this complaint record. Device has been explanted.

Event description:
Patient reported left side "rupture." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.